Manufacturer narrative:
On (B)(6) 2025, senseonics was made aware of an incident in which the user reported a high glucose event. The user provided multiple examples in which blood glucose readings ranged from approximately 170 mg/dl to 183 mg/dl, while sensor glucose values at the corresponding times were below the user-set high glucose alert threshold. Review of the data management system confirmed that at the reported times, the sensor glucose values remained below the high glucose alert limit of 200 mg/dl. As a result, no high glucose alert was asserted, which was consistent with expected system behavior. The user did not seek professional medical treatment and reported resolving the event independently by administering insulin. The user's healthcare provider was not aware of the event, and the user was advised to follow up with their healthcare provider for medical guidance. An associated case (MFR#: 3009862700-2026-00015) was created to address the sensor's inaccuracies inclusive of the event and under this case an RMA was issued for the sensor. Review of sensor data demonstrated a gradual decline in sensor performance across all sensing areas. These findings are consistent with oxidation of the glucose-indicating chemistry within the hydrogel and likely contributed to the observed sensor behavior and differences between sensor glucose and blood glucose readings reported by the user. Confirming a sensor malfunction would require testing of the returned device; however, as of the complaint closure, the sensor had not been returned to senseonics.

Event description:
Senseonics was made aware of an incident where the patient experienced multiple hyperglycemia events on (B)(6) 2025 at due to possible sensor inaccuracies. The patient complained that eversense e3 cgm system did not provide high glucose alerts during the events. The patient self resolved the event by administering insulin. No medical assistance was required.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.